Event description:
Dr implanted caldera surgical mesh said would help with bladder issues. I trusted him to know what would be best. Serious issues thereafter lead to more surgery and eventually finding dr willing to help remove, could only find part of mesh to remove. More surgery thereafter. Changing my life! All records have been given to attorneys 2011 removed uterus said would help with pain lead to more pain though. Partial mesh removed 2013 more problems 2015 tubes and ovaries removed mass growth. More issues now gi issues pain issues.